Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible lead to lead interaction was noted on the right atrial (ra) lead and right ventricular (rv) lead causing oversensing on the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt light headed and near syncopal. It was further reported that oversensing on the rv lead could not be confirmed however pacing pauses were noted. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.